Manufacturer narrative:
Additional narrative: the device has been requested to be returned to baxter for an evaluation, however, the device has not yet been received. Should the device and/or additional information be received, a follow-up report will be submitted. (B) (4)

Event description:
It was reported to baxter (B) (4) that the reservoir of a two day infusor ruptured during patient use at the patient's home. The device was filled with 5-fu and saline. There was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Device evaluation: one used sample was returned to baxter for evaluation. The reported condition of "reservoir ruptured" was visually confirmed. Similar reports have been received for this product for the reported issue. The issue of "reservoir ruptured" is currently being investigated under CAPA# (B) (4). (B) (4)

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.